Event description:
The complainant reported that the sensor on an implanted impella rp flex pump stopped working following implant. The motor current remained stable despite the pressure sensor leading to inaccurate flow readings. Support was able to continue with the implanted pump with no interruption to planned support. There was no harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Based on the investigation, the failure mode 'optical signal issue' was changed to 'placement signal issue'. The returned pump was inspected and there were no physical abnormalities. There were no damages observed on the sensor and the 5s parameters were within specification. The pump passed electrical testing. The pump was run in the flow loop and sensor drift reproduced with placement signal not reliable alarms. Placement signal and pump flow drifted for about 2 hours before placement signal was lost and flow calculation was disabled. The data logs confirm #1051 placement signal not reliable alarm and show placement signal drifting up and pump flows drifting down while motor current remained stable. The flow calculation was lost about 18 hours after implant. Placement signal drift continued while flow was lost before going out of specification. Cvp also went out of spec incessantly towards the end of the case. The pattern observed is characterized as a possible sensor drift. The root cause of the placement signal issue was determined to be due to sensor drift as evidenced by data log pattern identified from field logs and drift reproduction on the returned product. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.